Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the plunger did not stop when the finger was removed from the speed control lever during insertion. The surgery was completed without product replacement. The involved eye and the patient identifier were not available. There's no patient harm. The iol could be inserted and was implanted intraocularly, and the preloaded device itself was discarded at the facility because it was used for a patient with an infection. Additional information has been requested.